Manufacturer narrative:
Investigation: visual inspection a deformation of the outer housing of the prosa valve was observed through the visual inspection. The prosa valve housing was subsequently measured and confirmed/indicated the presence of a deformation. The housing deformation measured at -0.000 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test a permeability test has shown that the prosa valve is permeable. Adjustment test the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is operational and the braking force is within the given tolerances. Results first, we performed a visual inspection of the prosa valve. A deformation of the outer housing of the prosa valve was observed through the visual inspection. This deformation was confirmed through a measurement of the plan parallelity. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The brake function did not operate as expected, but all other specifications were met. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the prosa was shown to be permeable. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that 7y and 9m po valve is blocked. Explanted. Delivered with the return kit inside an unknown liquid.